Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer would crash during software update. It was laso indicated that an overheat warning appears when the programmer is left on for a while and power supply overheat was indicated in logs. It was indicated that the power supply fan was not running. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer crashed during a software update. The programmer was returned for service. There was no patient involvement.